Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and went for emergency service room on (B)(6) 2018. The customer reported that he had issues with his blood glucose and going into diabetic ketoacidosis. Patient's blood glucose at time of incident was 450mg/dl. Patient's current blood glucose is 152 mg/dl. The customer treated with injection. The customer was wearing the pump at time of hospitalization. Customer states the drive support cap appears normal. The insulin pump did pass the high pressure test. The insulin pump will not be returned for analysis.